Event description:
It was reported to ge that a significant section of the transesophageal probe enclosure tip became separated from the main part of the probe. The loss of enclosure exposes the esophagus to an electrical hazard and sharp surfaces that can mechanically injure the lumin of the esophagus. From the appearance of the transducer, the exposed area is approx 1 to 2 cm in length and appears to have resulted from an impact induced stress or crack that was not detected prior to insertion of the probe. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.